Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A director reported a patient had uneventful lasik in both eyes and an unremarkable routine one day follow up postoperative exam. The patient was seen at a one month postoperative visit and oils were noted under the flap of the left eye. The flap was lifted and rinsed. The patient was seen two days later and inflammation was noted. The flap was rinsed again. The patient was seen three days later and the patient was noted to have persistent corneal haze and was referred to a corneal specialist for fungal infection. The patient continues to be under the care of the corneal specialist for the fungal infection. Additional information requested.

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the logfile for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eye tracker and fluence test without any issue. The logfile shows successfully performed treatments. Treatment could be identified in logfile. The user performed energy checks before this patient. The corresponding treatment was performed successfully. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. No technical root cause was identified, according to logfile review the product was found to be within specifications. The manufacturer internal reference number is: 2020-15761.